Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify a35 alarm due to motor error alarm. Pump received with scratched case, minor scratched display window, cracked case at display window corners, broken reservoir tube lip and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a35. Customer's blood glucose 103 mg/dl. Customer stated that she was not able to past the rewind. The customer insulin pump was unable to pass the displacement test. The customer was advised that he device would be replaced and revert to backup plan.